Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the field representative was called to turn the device off for do not resuscitate (dnr) order, and when interrogated the device had recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended, but due to the dnr order the tachy therapy was turned off and no further action will be taken. No adverse patient effects were reported. The device remains in-service.